Event description:
Note: the date of procedure is unk, although it has been reported that it took place in 2009. It was reported to boston scientific corp, that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy procedure with esophageal banding. According to the complainant, the physician placed the bands on the esophageal varices in the pt, and the bands fell off. The tissue bled after the bands fell off. The physician injected the bleeding site with ethamolin, and the pt was hospitalized for 24 hours for observation. The pt's condition was reported to be stable and discharged from the hospital.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.